Manufacturer narrative:
The investigation into placement signal issue has been completed. The root cause was changed to optical signal issue as failure is in relation to optical sensor. No product was returned for analysis. Data logs investigated and no problem was found as the root cause of the optical signal issue. D6b added h6 code 765 was reported incorrectly on manufacturer device report 1220648-2024-20804

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 67-year-old male patient with caridomyopathy and other systemic comorbidities was implanted with an impella 5.5 device for mechanical circulatory support. While on support, there was an intermittent and then continuous placement signal unreliable alarm. The representative discussed this may be an optical sensor issue. It may be a sensor or fiber so placement signals may be unreliable or possibly a kink in the catheter. The physician requested guidance for disabling the audio alarm.